Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room due to a vibratory alert delivered by the device. During the follow-up, the pacing impedance was high and out of range on the right ventricular (rv) lead. Fluoroscopic imaging was performed and revealed that the lead was kinked near the clavicle due to subclavian crush syndrome. The rv lead was capped and replaced to resolve the event and the patient was stable.